Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had a lvp8100 sn (B)(4) failed rate test during pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed test process with (B)(6) and recommended him to replace rate calibration set (8100-rcs) because it was over used. (B)(6) did not keep track of number of uses on the set. I told (B)(6) 8100-rcs is supposed to be used only 60 times. (B)(6) will replace a new set and make sure he keep track of number uses. If he still have any problem, he will call me back. (B)(6) also suggest "priming tubing" is removed from the system maintenance program during the rate test to save his time. He said he can manually prime the set before he start the rate test. (B)(4).